Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during an arthroscopy, the healicoil implant pulled out after deployed. The procedure was completed with a s+n back-up device. It was necessary to drill an additional hole. A awl dilator 3.8mm was used to prepare the insertion site. No delay was reported, and no patient complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in the original box with the batch number 50932395 on the label. The distal tip and distal plug were not returned. The proximal anchor is still intact and in place on the inserter. There is bio debris in the ribs of the proximal anchor. There is iodine on the handle of the inserter. A functional evaluation showed knob one did not move the inner insertion rod. Knob two moved the insertion rod as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states the IFU does caution that excessive force during insertion can cause failure/use 2-finger ao technique and inadequate bone quality could result in a loss of fixation or pullout of the suture anchor. The root cause of the reported event cannot be definitively concluded. Patient impact beyond the reported need for a back-up device with an additional bone hole would not be anticipated as there was no patient complications/injury or surgical delay reported. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include inadequate bone quality, improper preparation of the insertion site, or off-axis insertion of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. H11: h2: correction on d8 and h6 (health effect - clinical code and impact code).